Event description:
It was reported that the patient presented in intensive care unit due to cardiac perforation and fracture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.